Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 600 mg/dl and ketones. The customer was treated with manual injections. The customer stated that they were currently on their way to the hospital at the time of the call and will call back to trouble shoot a no delivery alarm the customer received on their pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see (B)(4) for related documentation.